Event description:
It was reported that during the post procedural follow up, loss of capture was noted on the right atrial (ra) lead due to lead dislodgement. A revision procedure was performed and the ra lead was repositioned. During the post procedural follow up, it was noted that dislodgement of the ra lead reoccurred. The ra lead was explanted and foreign material was observed within the helix of the ra lead suspected to be due to lead damage. The ra lead was replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture and "plastic-like" item inside the helix system. The reported event of "plastic-like" item inside the helix system was confirmed but the reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. The helix extension length was measured within specification. The steroid plug was also found to be shifted towards the distal end of the helix. The cause of the reported event of "plastic-like" item inside the helix system reported in the field was the steroid pug shifted towards the end of the helix. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for the damages found consistent with procedural damage.